Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The caller stated that they were implanted 3 months ago and have not found the therapy to be helpful at all. Caller stated they have met with mdt rep (B)(4) twice for readjustments to the therapy and after the most recent appointment a month ago, caller decided that they want to have the implanted system removed. Caller stated their neuropathy is not improved at all and their feet and right leg are always numb. Caller was hoping the therapy would help them get off gabapentin and tramadol, but they are still taking both. Caller stated the only difference from the last programming session was that they didn't have to charge the implant as often. Caller added they called (B)(4) and was redirected to patient services. Caller stated they have an upcoming appointment with their hcp on (B)(6) and plan to review the removal process. Caller asked if they can stop charging the implant or if they should continue to charge it in the meantime. Agent reviewed information with caller. Caller plans to not charge the implant again and see if they notice a difference without the therapy. Caller will call back with any further questions. The patient's relevant medical history included neuropathy, back surgery, knee replacement surgery, and "crippled up foot" surgeries.